Manufacturer narrative:
Lot number of disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date us not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4). If add'l info is received, a supplemental medwatch will be filed.

Event description:
It was reported that during a myosure for uterine tissue removal procedure "approx 10-15 minutes" into the procedure the fluid deficit was 1600ml. The physician then removed the myosure disposable and completed the procedure using forceps. A hysteroscopy was performed and a perforation was not mentioned by the physician. The pt was discharged home. "One to two days later" the pt returned to hosp feeling ill. The pt was examined and a perforation on the uterus and bowel was noted. The pt was admitted into the hosp. The physician performed surgery to repair the bowel. It is unk what intervention was performed to the uterus. We have been unable to obtain add'l info surrounding this event.